Event description:
It was reported that the patient presented for routine follow-up. The implantable cardiac monitor exhibited undersensing. Reprogramming restored normal device function. The patient was stable.